Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion jaws on the device were not spring-loaded and was broken. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-12990 batch 15357018 was received for evaluation. Visual inspection revealed signs of wear and tear, as well as faded laser marks. No broken parts were noted during the inspection. Functional tests using a needle and a suture noted that the jaw did not close completely when the finger was pressed, so the needle did not pass the suture. The reported failure was most likely due to end-user-induced damage to the instrument.